Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was powered up, the correct software loaded, and standby mode became active. The bulb ignited as specified. Run mode was selected and the variability of the light intensity was checked. No errors occurred. Functional testing was performed on the product and included the following: bulb contacts with bulb mount board; bulb locks; bulb access door cycling; lightcable; front panel. All tests were successful. The product was subjected to burn-in testing and no failures occurred. Measurements were taken on lumen output and bulb voltage. Both measurements were within their respective specifications. A corrective action has been implemented to improve the performance of the lightsource and to make the occurrence of e-1 errors less likely. In sum, the customer complaint of an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.